Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right essure device migration'), fallopian tube perforation ('right fallopian tube perforated'), abdominal adhesions ('fallopian tube sticked to intestine'), abortion spontaneous ('abortion of 9 weeks'), pregnancy with contraceptive device ('pregnancy with essure') and autoimmune hepatitis ('autoimmune hepatitis') in a 38-year-old female patient who had essure inserted for hydrosalpinx and fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted to obstruct fallopian tube as part of fertilization treatment", therapeutic product ineffective for unapproved indication "lack of product effect on unapproved indication (fertilization)" and device use issue "essure implanted to obstruct fallopian tube as part of fertilization treatment". The patient's medical history included hydrosalpinx in march 2015, controlled ovarian stimulation, controlled ovarian stimulation, laparoscopy, laparotomy, endometriosis and something autoimmune latent. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abortion spontaneous (seriousness criterion medically significant), autoimmune hepatitis (seriousness criterion medically significant) with hepatic enzyme increased, nasopharyngitis ("common cold"), fatigue ("extreme tiredness"), arthralgia ("joints pain"), haematoma ("hematomas"), rash macular ("spotting in skin"), abdominal pain ("colics"), urinary tract infection ("urinary infections"), ovarian cyst ("ovary cysts") and back pain ("lumbar pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with immunosuppressants and surgery (right essure was removed). At the time of the report, the device dislocation, fallopian tube perforation, abdominal adhesions, pelvic pain, pregnancy with contraceptive device, autoimmune hepatitis, fatigue, arthralgia, abdominal pain and back pain had resolved, the abortion spontaneous, nasopharyngitis, haematoma, rash macular and urinary tract infection outcome was unknown and the ovarian cyst had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abdominal pain, abortion spontaneous, arthralgia, autoimmune hepatitis, back pain, device dislocation, fallopian tube perforation, fatigue, haematoma, nasopharyngitis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash macular and urinary tract infection to be related to essure. The reporter commented: initially, the consumer referred that she was not candidate for the product insertion since she had something autoimmune latent, previous pelvic surgeries (2 laparoscopies, and one laparotomy by endometriosis) and with fallopian tubes damaged. She was requesting a safety removal procedure. She referred that at the time of this report, she continued with the product implanted, she was waiting for the final decision from her fertilization health center, she commented that she has requested the product removal before another fertilization in vitro cycle due to probable risks for her and the fetus. In follow up consumer reported, that the essure that was in the right fallopian tube has been removed as it migrated and the tube was perforated and was sticked to intestine. The intervention was described as complex, but it turned out well. The pelvic, lumbar and joint pain disappeared as well as extrem tiredness diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: results are normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient reported via health authority that the essure that was in the right fallopian tube has been removed as it migrated and the tube was perforated and was sticked to intestine (new events added, pelvic pain downgraded as it was a symptom). The intervention was described as complex, but it turned out well. The pelvic, lumbar and joint pain disappeared as well as extreme tiredness (outcome added, and lumbar pain added as event). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("abortion of 9 weeks"), pregnancy with contraceptive device ("pregnancy with essure") and autoimmune hepatitis ("autoimmune hepatitis") in a 38-year-old female patient who had essure inserted for hydrosalpinx and fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure implanted to obstruct fallopian tube as part of fertilization treatment", therapeutic product ineffective for unapproved indication "lack of product effect on unapproved indication (fertilization)" and off label use of device "essure implanted to obstruct fallopian tube as part of fertilization treatment". The patient's medical history included controlled ovarian stimulation, controlled ovarian stimulation, hydrosalpinx in (B)(6) 2015, laparoscopy, laparotomy and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune hepatitis (seriousness criterion medically significant) with hepatic enzyme increased, nasopharyngitis ("common cold"), fatigue ("tiredness/extreme tiredness"), arthralgia ("joints pain"), haematoma ("hematomas"), rash macular ("spotting in skin"), abdominal pain ("colics"), urinary tract infection ("urinary infections") and ovarian cyst ("ovary cysts") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with immunosuppressants. Essure treatment was not changed. At the time of the report, the pelvic pain, abortion spontaneous, nasopharyngitis, fatigue, arthralgia, haematoma, rash macular, abdominal pain and urinary tract infection outcome was unknown, the pregnancy with contraceptive device and autoimmune hepatitis had resolved and the ovarian cyst had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, autoimmune hepatitis, fatigue, haematoma, nasopharyngitis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash macular and urinary tract infection to be related to essure. The reporter commented: the consumer referred that she was not candidate for the product insertion since she had something autoimmune latent, previous pelvic surgeries (2 laparoscopies, and one laparotomy by endometriosis) and with fallopian tubes damaged. She is requesting a safety removal procedure. She referred that at the time of this report, she continued with the product implanted, she is waiting for the final decision from her fertilization health center, she commented that she has requested the product removal before another fertilization in vitro cycle due to probable risks for her and the fetus. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: results are normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("abortion of (B)(6)"), pregnancy with contraceptive device ("pregnancy with essure") and autoimmune (B)(6) ("autoimmune (B)(6)") in a (B)(6)-year-old female patient who had essure inserted for hydrosalpinx and fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure implanted to obstruct fallopian tube as part of fertilization treatment", therapeutic product ineffective for unapproved indication "lack of product effect on unapproved indication (fertilization)" and device use issue "essure implanted to obstruct fallopian tube as part of fertilization treatment". The patient's medical history included assisted fertilization, controlled ovarian stimulation, hydrosalpinx in (B)(6) 2015, laparoscopy, laparotomy and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune hepatitis (seriousness criterion medically significant) with hepatic enzyme increased, nasopharyngitis ("common cold"), fatigue ("tiredness/extreme tiredness"), arthralgia ("joints pain"), haematoma ("hematomas"), skin discolouration ("spotting in skin"), abdominal pain ("colics"), urinary tract infection ("urinary infections") and ovarian cyst ("ovary cysts") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with immunosuppressants. Essure treatment was not changed. At the time of the report, the pelvic pain, abortion spontaneous, nasopharyngitis, fatigue, arthralgia, haematoma, skin discolouration, abdominal pain and urinary tract infection outcome was unknown, the pregnancy with contraceptive device and autoimmune (B)(6) had resolved and the ovarian cyst had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, autoimmune (B)(6), fatigue, haematoma, nasopharyngitis, ovarian cyst, pelvic pain, pregnancy with contraceptive device, skin discolouration and urinary tract infection to be related to essure. The reporter commented: the consumer referred that she was not candidate for the product insertion since she had something autoimmune latent, previous pelvic surgeries (2 laparoscopies, and one laparotomy by endometriosis) and with fallopian tubes damaged. She is requesting a safety removal procedure. She referred that at the time of this report, she continued with the product implanted, she is waiting for the final decision from her fertilization health center, she commented that she has requested the product removal before another fertilization in vitro cycle due to probable risks for her and the fetus. Diagnostic results (normal ranges are provided in parenthesis if available): laboratory test - on an unknown date: results are normal. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.